Event description:
It was reported to boston scientific corporation that an injection gold probe was used in a procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the device did not cauterize despite checking connection and increasing wattage. The procedure was completed with a different device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4) gold probe failed to cauterize. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Visual analysis of the returned injection gold probe¿ revealed that the device did not have any visible failure. An electrical evaluation was performed; the device passed the load test. The complaint was not confirmed; device evaluation showed no evidence of either the alleged issue or any defect which could have contributed to the event. The most probable root cause is "not confirmed." A review of the device history record was performed and no deviations were found. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that an injection gold probe was used in a procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the device did not cauterize despite checking connection and increasing wattage. The procedure was completed with a different device. There were no patient complications reported as a result of this event.